Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30 serial: (B)(6). Batch: 7083393 catalog description: dbs directional lead sterile kit 30 cm UDI: (B)(4). Model: db-1216 serial: (B)(6). Batch: 597778 catalog description: vercise genus r16 ipg kit UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was feeling unusually low and inactive. Upon admittance to the hospital, high impedance values were identified on both leads. Reprogramming of the therapy was attempted but was unsuccessful. These elevated impedance measurements resulted in inadequate stimulation, preventing the patient from receiving the intended therapeutic benefit for parkinsons disease. Xray imaging was ordered to assess potential damage to the leads or extensions, though results are still pending. The patient also noted a recent fall on the left side where the implantable pulse generator (ipg) is located but reported no direct impact to the battery. The patient remains hospitalized as the issue continues to be investigated. Additional information was received indicating the symptoms that the patient experienced was slowness in movement, increase in tremors and pain resulting in an inability to perform his daily activities. The xray performed showed no damage to the leads or lead extensions. The physician also noted that the implantable pulse generator (ipg) might be the cause of the high impedances because impedances are showing at the same contact levels on both leads. The patient has been discharged from the hospital and will be under a period of observation to monitor impedances and clinical results. The model and serial numbers of the leads and ipg were also provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device component involved in the event: model: unknown. Serial: unknown. Batch: unknown. Catalog description: unknown. UDI: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient was feeling unusually low and inactive. Upon admittance to the hospital, high impedance values were identified on both leads. Reprogramming of the therapy was attempted but was unsuccessful. These elevated impedance measurements resulted in inadequate stimulation, preventing the patient from receiving the intended therapeutic benefit for parkinsons disease. Xray imaging was ordered to assess potential damage to the leads or extensions, though results are still pending. The patient also noted a recent fall on the left side where the implantable pulse generator (ipg) is located but reported no direct impact to the battery. The patient remains hospitalized as the issue continues to be investigated.